Event description:
A 60 year old male patient following vitrectomy and membrane peeling using the ophthalmic console and viscoelastic. The patient experienced persistent postoperative macular distortion was observed during follow up and received medical intervention. Current patient condition of the patient was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature report citation: patel sb snyder me, riemann cd, foster ER, sisk ar short-term outcomes of combined pars plana vitrectomy for epiretinal membrane and phacoemulsification surgery with multifocal intraocular lens implantation. Clinical ophthalmology. 2019.13. 723-730. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.